Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not sensing or pacing even at high outputs. It was determined the lead had pulled back from it's original position. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.